Event description:
It was reported that the patient had the full scs system explanted (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has ineffective stimulation. Surgical intervention may be pending.